Event description:
It was reported that the facility has experienced 3 cases of (B)(6) from the same lot number and suspects the kit maybe causing the (B)(6).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.